Event description:
Boston scientific received information that this right ventricular lead was exhibiting noise present in stored episodes and on real-time electrogram. It was reported that the pacing thresholds had increased to greater than 5 volts. The noise has cause inhibition of pacing. The pt is to undergo a lead revision in the near future. There are no associated pt symptoms due to the noise; however, the pt has had some congestive heart failure events as of late. At this time, it is unk if they are associated with the change in the pt rhythm. Additional information indicates that this product was surgically capped and abandoned. The pt received a new rv lead. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. The event description shows that the lead was capped, however we were provided an explant date.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.